Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination total of the valve (adhesive failure). Additional observations: observed creases on the device. White particles observed inside the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.